Manufacturer narrative:
The device on the previous report on MDR 2518422-2026-005850 is incorrect. The device is unknown and is stated correctly on this report (pr (B)(4)).

Event description:
The manufacturer received information alleging a patient with an unknown device has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.

Event description:
The manufacturer received information alleging a patient with a dreammapper has passed away. The reported event makes no allegation of any specific device malfunction, use error, failure, labeling, or other deficiency that is relevant to the harms reported; therefore, based on information available at this time, the device did not cause or contribute to a serious injury or death. Additional information has been requested regarding the details of the reported death.